Manufacturer narrative:
Additional contact: direct: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable-pump won't run" alarm. Per reporter the residual volume was 51.3 ml, rate 2.2 ml, given 47.45 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.